Event description:
The physician's office indicated that there were no environmental factors that could have contributed to the patient's aspiration. No further relevant information has been received to date.

Event description:
It was reported that shortly after the patient's vns was replaced, the patient experienced coughing and aspiration. As a result, the patient's device was disabled. No further relevant information has been received to date.